Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video telescope had a purple image. The issue was found during a therapeutic procedure that was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and updates to h3, h6, h7, h9. Additionally the following corrections d to errors in the initial report: d9, e1 ,e2 (is blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. During the device inspection, root cause of the issue was localized to a faulty charged coupled device. Based on the investigation results, the cause of the reported malfunction was a faulty charged coupled device. However, specific root cause of the faulty charged coupled device could not be determined. Olympus will continue to monitor field performance for this device.